Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm on (B)(6) 2011. The neck diameter was 21 mm proximally and distally. The lcia was 9 mm in diameter and there was poor flow lumen to begin with. It was reported that the pt presented with an occluded lcia on (B)(6) 2011. The occlusion extended from the aortic bifurcation on the left all the way down the take off of the sfa on the left side. Currently, the lcia lumen is 5 - 6 mm in diameter. The decision was made to thrombolize the lcia with a fogarty catheter and to place a balloon expandable stent to keep it open. The pt was brought back the next day and thrombus was removed with a balloon thrombectomy catheter. The right and left common iliac arteries were stented with a 10 mm diameter balloon expandable stents. The left external iliac artery was stented with self expanding stents and post dilated with a 10 mm balloon (see MFR #2953200-2011-00734). No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (arterial occlusion). Results & conclusions: (small diameter vessels distal to the stent graft limb).